Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4) the proximal segment of the lead was returned, analyzed and all conductors were delaminated. It was noted that there was a white substance on the outer insulation and the outer insulation had a cosmetic depression. The analyst noted that continuity fails for both the distal and proximal conductors because of the delaminated coils.

Event description:
It was reported that the device reached elective replacement indicator due to premature battery depletion. The device was explanted and replaced. It was further reported that right ventricular lead was replaced at the time of device changeout because the patient was dependent and due to its age the lead was no longer working adequately. Specifically, the lead had switched to unipolar. The lead was explanted and replaced. No patient complications have been reported as a result of this event.